Manufacturer narrative:
Product complaint#: (B)(4). A manufacturing record evaluation was performed for the finished device mgk989 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke away from the needle. It is unknown where the suture broke away. The procedure was completed with an alternate like device. There was no patient consequence reported.